Manufacturer narrative:
Concomitant medical devices: 5076 lead, implanted (B)(6) 2005. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the competitor guidewire became stuck in the left ventricular (lv) lead. An extraordinary amount of force was required to remove the guidewire. The lead was buckling and as a result had moved to a less than optimal position. The lead remains in use. No patient complications have been reported as a result of this event.